Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving unspecified readings from his adc freestyle libre sensor than unspecified readings received from the built-in meter. It was further reported that on (B)(6) 2018 customer was experiencing a ¿headache¿ so he self-presented to a hospital where he was diagnosed with hypoglycemia and treated with both oral glucose and ¿saline¿. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Since no product has been returned, extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and showed the libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported receiving unspecified readings from his adc freestyle libre sensor than unspecified readings received from the built-in meter. It was further reported that on december 1, 2018 customer was experiencing a ¿headache¿ so he self-presented to a hospital where he was diagnosed with hypoglycemia and treated with both oral glucose and ¿saline¿. There was no report of death or permanent injury associated with this event.